Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the products said to be involved were returned in a clear plastic bag. Provided with the return was one open tray from the lot number provided in the report. The label matches the products returned. Our laboratory evaluation of the products said to be involved confirmed the report. One catheter was included in the return, and did not show evidence of use (no discoloration, kinks, or powder within). It is unknown which device the returned catheter was originally packaged with. Two activation knobs and two co2 cartridges were moving freely within the return. The activation knobs were assigned to each device handle based on the shape of the retained portion in each handle and the co2 cartridges were assigned based on the state of the regulator and punctured/not punctured state of the respective co2 cartridges. Device #1: the device was returned with the on/off switch in the "off" position. Not all components were included in the return. The single catheter was not able to be definitively associated with either device. The white body of the handle remains intact. Powder was not observed on the returned components. The red activation knob (cpn 10324) was returned removed from the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #1. The regulator appears to be intact; the lance remains seated in the regulator. The co2 cartridge was returned and was not punctured. The foam remained seated on the co2 cartridge as returned and was oriented correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. Device #2: the device was returned with the on/off switch in the "off" position. Not all components were included in the return, the foam, the regulator's small metal ball bearing, lance, spring, and black o-ring were not returned. The single catheter was not able to be definitively associated with either device. The white body of the handle remains intact. Powder was not observed on the returned components. The red activation knob (cpn 10324) was returned removed from the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #2. The regulator's internal components have detached and the white o-ring remains fixed in the handle. The co2 cartridge was returned and was fully punctured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knobs have cracked around the threaded area where they were secured to the regulator during activation. A field action (reference field action 066-r) has been initiated for this nonconformance; the reported lot, w4850219, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. This lot is included in the cook recall 95300. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request and res 95300. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was initially reported that the devices were defective. The devices returned on 03sep2024 and found that both activation knobs were broken. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.